Event description:
It was reported that the patient underwent a procedure in the heavily tortuous right internal carotid artery. A non-abbott embolic protection device filter and non-abbott guide wire were advanced into the patient's anatomy. A 6-8 x 40 mm acculink stent delivery system was advanced over the non-abbott guide wire without difficulty. Due to the patient's anatomy, the non-abbott guide wire became kinked and looped on itself in the aortic arch. The non-abbott guide catheter prolapsed and pulled the non-abbott filter down. The stent delivery system was then unable to be removed due to the kink in the non-abbott guide wire. The non-abbott guide wire, non-abbott filter and acculink stent delivery system were removed from the patient's anatomy as a single unit. The procedure was then ended after angioplasty, with no further attempts to stent. There was no reported adverse patient effect and no clinically significant delay. No additional information was received.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: gore embolic protection device filter wire. Embolic protection: gore embolic protection device filter. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.